Event description:
The pt was hospitalized for elevated blood glucose levels and "coma."

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed.